Manufacturer narrative:
The reported event was not confirmed as the scope was not microbiologically tested by olympus. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a root cause could not be determined.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the endoscope reprocessor tested positive for an unexpected contamination. The issue was found during a routine culture of the reprocessor. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.